Event description:
The customer, a commercial clinical laboratory, complained of questionable results on six 24-hour urine samples when tested for c- peptide, connecting peptide (cpep). Of the six samples, the results for five were found to be erroneous. The samples arrived at the customer's site on (B)(6) 2013 and were reported to the hospital on (B)(6) 2013. All initial results were reported to the ordering hospital. On (B)(6) 2013 the hospital ordered repeat testing on these six samples. The initial result for sample 1 was 0.387 ng/ml. The repeat result was 94.36 ng/ml. The initial result for sample 2 was 0.349 ng/ml. The repeat result was 35.74 ng/ml. The initial result for sample 3 was 0.339 ng/ml. The repeat result was 14.11 ng/ml. The initial result for sample 4 was 0.391 ng/ml. The repeat result was 77.22 ng/ml. The initial result for sample 5 was 0.343 ng/ml. The repeat result was 9.26 ng/ml. The customer stated the device did not cause or contribute to a death. One or more patients were treated with insulin due to the erroneous results, but the customer would not provide further information. The cpep reagent lot number was 169840, with an expiration date of 12/30/2013.

Manufacturer narrative:
The event occurred in (B)(6).

Manufacturer narrative:
The investigation was unable to determine a root cause with the information provided.